Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction duplicated and attributed to an unseated flex cable. The cable was replaced to resolve the malfunction. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device shut down inappropriately. The device was then intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.